Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced damage. The following information was provided by the initial reporter: there's a hole in the tubing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. One sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the sample submitted was conducted by priming the infusion set with water. During priming of the infusion set, a small hole was found in the silicone tubing near the top fitting of the silicone pumping segment. No other issues were found during the evaluation of the infusion set. A device history record review for model 2420-0007 lot number 22025948 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in the sample submitted is unknown because it was not identified when the failure was noticed by the customer. Previous investigations with similar issues to the one seen in this complaint have shown that if the pumping segment of the infusion set is not loaded from top to bottom, excessive pulling on the silicone pumping segment is needed to connection the infusion set. This excessive pulling can cause small holes or tears in the tubing causing leakage. In addition, another possible cause is that there may have been an issue during the manufacturing process that could have caused tearing in the silicone tube during assembly. Improvements to the assembly controls will be implemented in order to prevent further occurrences.